Event description:
A caller reported a malfunction on their insulin pump, identified by the malf 12 code, which resulted in their blood glucose level reaching 509 mg/dl. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections and did not require third-party assistance. Although technical support provided pump reset information and assisted the caller, the customer was unable to reset the pump at the time of the call, and the case was left open for the customer to call back when they are ready to do the reset.